Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that the patient was lost to follow-up. Vessel morphology at the time of the event was reported as disease progression resulting in aortic neck dilatation. It was reported 26 months post stent graft implant the CT demonstrated that the proximal aortic neck dilated, the stent graft migrated in to the aneurysm sac and the aneurysm ruptured. It was reported that the patient expired. Medtronic received films which were evaluated by an independent contracted physician, and the following interpretation was provided. The images from the time of implant are two images to review an arteriogram of the proximal neck with device in the area of the renal arteries but not deployed. The right and left renal arteries are patent. The neck appears to be 15-20 mm long but does dilate just distal to this neck. The second image is of the stent graft deployed and the final angiogram. There is no evidence of an endoleak. The most recent CT is a non contrast CT that stops just at the aneurysm level. There is evidence of a ruptured aneurysm. It appears as if the stent graft has migrated into the aneurysm sac. The neck was large at the time of rupture at 29 mm and most likely dilated over time.

Manufacturer narrative:
Evaluation method - other: film review. Results - (ruptured aneurysm, death, migration). Conclusion - (disease progression resulting in aortic neck dilatation and patient did not return for follow-up).